Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been at the hospital already for a scheduled appointment due to being 8 months pregnant and it was noticed that the patients blood glucose level was higher than 250 mg/dl. As treatment, the patient received an insulin drip. After 5 days the patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.